Manufacturer narrative:
Olympus followed up with the second dentist to obtain additional information regarding the reported event, and was informed that osteomyelitis usually occur in one to two weeks but since the patient was diagnosed of having osteomyelitis after over a month from the original procedure, the dentist do not believe that teruplug caused the patient's outcome. The dentist alleged that the patient could have developed infection from other regions not related with the tooth extraction. There was no device returned to olympus for evaluation. However, the (B)(4) reviewed the device history record of the subject device, and found that all material properties and manufacturing parameters were within specified limits. The exact cause of the patient's outcome could not be conclusively determined; however, predisposing diagnosis of the patient could not be ruled out as a contributory factor to the patient's outcome. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that the patient's sixth right mandibular tooth was extracted due to pain caused by fracture and pericementitis. After curettage of the extraction site, two teruplugs were utilized to fill in the socket and then sutured. The procedure was successfully completed with no complications reported. However, after 36 days, the patient complained of pain from the extraction site and numbness in the lips. The patient was provided antibiotics due to swelling of the submandibular region. The patient was subsequently diagnosed with osteomyelitis by a different dentist. The patient was then referred to an oral surgeon from another medical facility. The original dentist alleged the teruplugs to have caused the patient's outcome. The patient was hospitalized, and the symptom was reduced.